Manufacturer narrative:
This complaint reports that a patient sustained penetrating trauma to the left side of the chest and so a chest tube was placed and connected to an oasis drain. Later on the patient developed a pneumothorax on the right side and so a second chest tube was set up with another drain. The customer's concern is that the drain on the left side malfunctioned and did not limit the suction being applied by the wall mounted suction source which led to "excessive transthoracic negative suction pulling from the left." The drain was not returned and neither the lot number nor pictures were provided, so a device evaluation could not be completed. Based on the details provided by the customer and the information reviewed during the investigation, it cannot be confirmed that the device was non-conforming to it's specifications. The patient's condition and the context of their treatment are the most likely causes of the event. The root-cause of this complaint is operational context. A DHR could not be completed because the lot number was not provided. However, based on the description of the complaint and the results of the investigation, it is not believed that materials, equipment, or manufacturing processes are involved. The IFU for this device provides instructions for how to properly set up and use the drain. Complaint trending did not identify any excursions that require a corrective action request. The complaint history review did not identify any related complaints. The review of cars/capas identified cars related to high scrap rates due to leak test failures, however, none of these cars were escalated to capas. A review of scars found 4 scars related to nonconformities that could cause difficulties using the regulator. A review of ncrs identified 3 nonconformities in 4 ncrs that could cause difficulties using the regulator. Because a device evaluation could not be completed and the device cannot be confirmed as nonconforming, it is not possible to conclude that any of the past identified nonconformities are related to this complaint. However, the patient's condition was a likely cause of the pneumothorax and there is no evidence to suggest the device was the cause. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 4. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level and no excursions were identified. H3 other text : device not available for return.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the patient sustained penetrating trauma to the left chest and a left chest tube was placed. A CT scan revealed left sided extrathoracic trauma with lung/pulmonary contusion, s/p left chest tube placement. Upon return to the ER, the oasis system was apparently connected directly to the wall suction. After the patient had stabilized initially, he became unstable again - standard trauma resuscitation procedures again ensued including placement of a right chest tube. The physician placed the tube and there was no rush of air, indicating tension ptx. We were again able to ventilate the patient and his hemodynamics returned to normal. Our post placement cxr showed complete obliteration of the right chest area. The patient appeared to have had a tension physiology that was released with bilateral chest tube placement, and the appearance of the scan implies this was due to what appears to be excessive transthoracic negative suction pulling from the left.